Manufacturer narrative:
Result of investigation: the equipment was received in vyaire facility for evaluation. Vyaire technician was able to verify the customer's reported issue. Bench testing revealed that the transducer pt802 has failed.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore , no root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is alarming transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.